Event description:
It was reported that prior to starting a da vinci surgical procedure, the large needle driver instrument was not recognized. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported complaint of the instrument not being recognized. The instrument was checked for recognition on an in-house system. The system successfully recognized the instrument. Failure analysis investigation found the following damages to the instrument: the instrument grip cable was broken at the distal end of the instrument main tube. The grip cable was loose at the tips upon inspection, and when it was pulled slightly, breakage was found in an area that was contained at the distal end of the main tube. There was a small chip at the distal end of the carbide insert on one of the grips. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged carbide insert, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunctions were to recur.